Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/27/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the audo bolus button was found to respond to button presses and had normal spring back. Unrelated to the complaint, evaluation revealed that the internal battery was leaking and would not hold charge. The pump was exercised for 24 hours on a 1 unit per hour basal rate. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the audio bolus button was sticking. There was no adverse event associated with this complaint. This complaint is being reported based on the fact the audio bolus button was reported to be sticking.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.